Manufacturer narrative:
Additional information: h11: the actual device and a video of the sample were received for evaluation. The visual inspection of the video showed a leakage from the administration spike port; however, visual inspection of actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the middle port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.